Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: after firing, the device could not be removed from the tissue. The surgeon excised the tissue to remove the device and opened a new device to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.